Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch (ams) and oversensing was noted due to noise on the atrial lead. The physician alleges that the noise was due to the lead sensitivity, and reprogrammed the sensitivity to resolve the issue. The patient was in stable condition.